Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo demonstrates underfill. Several factors can affect the volume drawn, including proper use of a discard tube with a winged blood collection set, storage temperature, correct assembly of the blood collection system, needle positioning, and placement of the tube in the needle holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.